Manufacturer narrative:
A direct correlation between the patient¿s outcome and the device could not be conclusively established through this evaluation as an autopsy was not conducted and the device was not returned for analysis. Additionally, the evaluation of the returned apical sewing ring confirmed the reported event. The proximal end of the apical sewing ring revealed two holes consistent with the report that the sewing ring was sutured to the heart and then accidentally cut while coring the left ventricular apex. According to the information, a new sewing cuff was placed after removal of the damaged cuff, and pump support was initiated. There were no abnormal pump parameters postoperatively. The instructions for use explains that the coring knife should be used to core the left ventricular apex before suturing the apical sewing ring to the heart. The instructions for use explains that the coring knife should be used to core the left ventricular apex before suturing the apical sewing ring to the heart. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The pump was not explanted; however, apical sewing ring, lot number 169843 was received for investigation. The evaluation is not yet complete. Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the surgeon saw two pieces of the sewing ring that had been sewed onto the apex of the left ventricle (lv) in the left ventricle. The following was communicated as an account of the operative procedure: the patient was in the operating room for implant of lvad. The outflow graft and lvad pump pocket procedures were performed off of cardiopulmonary bypass. The patient was placed on cardiopulmonary bypass prior to the left ventricular apical coring procedure. The lv apical sewing cuff was placed prior to coring the left ventricle. After the sewing cuff was sutured in place, the centering tool was removed and additional pledgeted sutures were placed around the diameter of the sewing cuff-lv apex interface. It was reported that the removal of the centering tool and the placement of the pledgeted sutures caused the apical sewing cuff's silastic sleeve to distort in shape due to the pulling forces of the sutures. The lv apex was then cored. After lv apical coring procedure the physicians assistant noted two pieces of the silastic sleeve in the left ventricular cavity. It was reported that the silastic was cut during the coring procedure. One piece of silastic was removed. The second piece could not be found or retrieved. The left ventricle was aggressively lavaged and allowed to eject prior to placing the lvad inlet cannula into the apical sewing cuff. Visual inspection of the lv and echocardiogram did not reveal presence of the silastic piece in either the aorta or the left ventricle. A new sewing cuff was placed after removal of the damaged cuff, and lvad support was initiated. There were no abnormal lvad parameters postoperatively. Further information reported to the clinical consultant stated that the patient expired on (B)(6) 2016. The vad coordinator reported that the lvad procedure was a "last attempt" for this patient, and that the family had understood the potential risks for the patient prior to implant. Based on this information it was reported that an autopsy was not expected and that the device would likely not return.